Event description:
During a re-intervention procedure for high thresholds of the ventricular lead, it was noticed that there was blood in the ventricular channel of the header (and inside of ventricular lead body). The physician decided to replace the pacemaker as a precaution.

Event description:
During a re-intervention procedure for high tresholds of the ventricular lead, it was noticed that there was blood in the ventricular channel of the header (and inside of ventricular lead body). The physician decided to replace the pacemaker as a precaution.